Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high thresholds and was suspected for possible fracture. Reprogramming was performed, and the lv lead was replaced. No patient complications have been reported as a result of this event.